Manufacturer narrative:
Block b3: exact date unknown, event occurred 6 weeks ago based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient underwent an implantable pulse generator (ipg) explant procedure due to unknown reason. No device malfunction suspected. The explanted device was discarded. No further information has been obtained despite good faith efforts.